Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging no specific injury other than the patient suffered or might suffer in the future due to the device. The manufacturer was made aware of the complaint through a representative of the customer. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
In this report manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Evalution found pca replaced. Error code was present. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The following correction has been updated in this report. Section "product UDI" in box d has been updated/corrected. Section "reporter country" in box e has been updated/corrected. Section "report source" in box g has been updated/corrected. Section "evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid " in box h has ben updatd/corrected.